Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: heartrail 6fr jr4.0. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku rx balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during the procedure, a 3.25x15 tenku rx balloon dilatation catheter (bdc) was advanced without resistance to a mildly calcified, 75% stenosed, de novo, 20-millimeter (mm) long lesion in the mildly tortuous 4.0-mm diameter mid right coronary artery. When inflating the tenku rx bdc, the balloon ruptured during the 2nd inflation at 10 atmospheres. The tenku rx bdc was withdrawn from the anatomy without resistance. Dilatation of the lesion was performed using another 3.25x15 tenku rx bdc. There was no occurrence of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.